Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The initial reporter reported an infusion flow issue with the device on (B)(6) 2018. "The pump number is (B)(4). It appeared to be working with no alarms or any indication that it was not dripping. We discovered that nothing had went in after about a 2 hour period but volume had counted down. Checked line and didn't see any problem. Everything was switched to different pump, including tubing, and worked correctly." The initial reporter also confirmed that the event date was (B)(6) 2018 and that "a patient was actively getting a treatment but there were no injuries just delay of treatment."

Manufacturer narrative:
The reported infusion flow issue was not confirmed. The occlusion sensor was found to be outside of specifiction, but this issue was not related to the reported issue. The device was repaired and tested to meet all specifications on (B)(6) 2018.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00002).